Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl, 42 mg/dl, 18 mg/dl, 20 mg/dl, and "0" mg/dl. The patient alleged that these results were from using one test strip. The patient stated after one result appeared, another result would appear even though she did not apply more blood to test strip and she did not use another test strip.